Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced on-site by field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsr was to be replaced. However, there were no fsrs in stock as it is an end of life component, therefore, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no known patient injury or medical intervention associated with this event. No additional information is available.